Manufacturer narrative:
As part of a three-year retrospective review of complaints for the quality improvement process, calls were identified in which the customer experienced burning odor and/or smoke. There were no injuries related to the customer complaints received, based on the potential of burning smell/smoke to lead to a potential injury. Based on MDR regulations, abaxis reported these events due to: 1) the likelihood of this malfunction to lead to an adverse event, although there was no evidence or reports of associated adverse events. 2) minimal detailed documentation related to the likelihood and cause of burning odor and smoke. As part of an investigation regarding the overall reported malfunction of a burning odor and/or smoking, risk assessment, and maude database search, zoetis has concluded that the burning odor/smoke overheating complaints are a low injury risk for the user or patient. The identified malfunctions have not caused or contributed to a death or serious injury nor does the data suggest that the device or a similar device marketed would be likely to cause or contribute to a death or serious injury if the malfunction were to reoccur. Zoetis will continue to monitor complaints for burning odor/smoking/overheating to determine if any new information is obtained and any change to the risks for patients or users of the piccolo xpress analyzer. If new information is obtained, new causes where risk has not been evaluated, potential of serious injury reported or identified, the site will follow the required process for MDR reporting and timeliness.

Manufacturer narrative:
Additional information received includes repair details. During evaluation of the device, it was noted that the spindle motor was not functioning correctly and had a sticky ball lock pin. Optics testing failed and the compact flash card was corrupted. The software was upgraded and the spindle motor assembly, optics assembly, compact flash card, ball lock pin, and fan filter were replaced to resolve the reported problem. The device was shipped back to the customer site where it remains. No further actions were required. The manufacture date (h4) and the UDI number (d4) were provided.

Manufacturer narrative:
On (B)(6) 2020, abaxis received a call from the customer lab reporting an issue with analyzer sn: (B)(4) stating that the device was displaying a "spindle motor error" ,and was emitting a burnt odor. No fire or injury was reported. The customer was instructed to power off the device, and send it in for repair. The device has been received by the bench, and is pending evaluation information to complete the investigation. A follow up report will be submitted when additional information becomes available.

Event description:
The customer reported that the device was displaying a spindle motor error, and was emitting a burnt odor.